Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, and displacement test. The insulin pump was received with normal operating currents, no unexpected power loss alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not receive a low battery alert prior to the replace battery. Customer's blood glucose value was 138 mg/dl. The customer was assisted with troubleshooting. The device will be returned for the analysis.